Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the issue in extract transform load. A technical support specialist (tss) dialed into the report server and performed extensive troubleshooting of reporting and extract transform load (etl) failures. Printer spooler and job scheduler services were restarted, etl delays were investigated, and multiple knowledge articles were reviewed and applied. Etl jobs were stopped, reset, purged, and restarted, including database cleanup and shrink operations. Memory constraints and out of memory errors on the report server were identified as the root cause, along with missing structured query language (sql) maintenance jobs and high memory usage by the analytics agent. The report server was rebooted, etl stability was restored, rerun flags were addressed via pi creation, and knowledge article "mkp data agent, carefusion analytics agent service using all server ram outside of run time' was applied to limit analytics memory usage. The tss stayed on a live call with the customer throughout, confirmed report functionality with multiple users, and validated improved etl performance before closing the consult. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to run reports, and reports were not operational across the entire division. However, there were no delays or adverse events or injuries reported based on this event.